Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve kept changing it's setting on its own and would not hold an adjusted setting. According to the report, the doctors would adjust it using the stratavarius adjustment tool. It was stated that the doctor tried to adjust the valve 3-5 times. It was noted that it was originally set at 2.5, and then with very little patient movement it would slip to 1.5. It was reset to 2.5, and then it went to 2.0. The patient was happy with the 2.0 setting so they decided to leave it. Reportedly, the next day, the valve would arbitrarily change on its own to 2.5, thus it had to be replaced. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for reflux, pressure-flow, and pre-implantation testing. The valve did not meet the requirements for leak testing due to a tear above the valve mechanism. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.